Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. Approximately nine years post initial procedure, a computed tomography (CT) scan identified an endoleak of indeterminate origin. A re-intervention was completed with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. The patient did well and was released to the recovery room following the secondary procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured, and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak was found to be type ii endoleaks from the internal mesenteric and lumbar arteries. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The complaint is most likely anatomy related. No procedure related harms for this event were identified. It should be noted that the superior stent margin of the infrarenal proximal extension was noted on 05/14/2021 to be 13mm below the left renal artery. It is unclear if there was migration from the index procedure. The final patient status was reported to be doing fine and released to recovery room. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. Approximately (9) nine years post initial procedure, a computed tomography (CT) scan identified an endoleak of indeterminate origin. A re-intervention was completed with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. The patient did well and was released to the recovery room following the secondary procedure. After the initial report, the clinical assessment determined that the indeterminate endoleak was a type ii endoleak. Type ii endoleaks are anatomy-related events and are not caused or contributed by the device. Therefore, a complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.